Event description:
It was reported that the catheter drainage became disintegrated inside the patient and the patient went to surgery. A flexima apdl was selected for use in the pancreas/abdomen. During ongoing use, it was noted that the drain became disintegrated. Consequently, a surgeon had to do a cut down on the patient in order to extract the pieces that were broken inside the body. No further patient complications were reported and the patient is doing okay.